Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of difficulty to insert cutter was duplicated and confirmed. It was determined that this malfunction was caused by foreign fibrous material left behind by a cleaning instrument which caused the locking mechanism to malfunction. It was determined that the bearings, spacers and snap rings demonstrated a large amount of blood build-up. It was determined that this coupled with the locking mechanism failure resulted in total failure of the attachment. The assignable root cause was determined to be due to improper cleaning. This was further defined as user error / abuse and possibly misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was observed that the foot plate on the pediatric craniotome device was bent. It was further reported that it was difficult to insert the burr device. It was reported that there was no delay due to the event as an identical spare device was available for use. There was no patient involvement reported. There were no patient or user injuries reported. It was reported that there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.